Event description:
It was reported that the insulin pump alarmed battery out limit, failed battery test, and weak battery. The customer also observed physical damage to the insulin pump. The most recent blood glucose reading was 77 mg/dl. The customer stated that she received weird messages on the device that prevented her from getting out of that screen. She noted that her battery kept going dead. She stated that there was a crack in the reservoir compartment at the top of the device, scratches on the screen which interfered with her ability to read it, and a crack on the bottom of the reservoir window. She declined further troubleshooting for the alarms. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test, battery out limit or weak battery alarms noted. The device had cracked reservoir tube window, minor scratched lcd window, cracked battery tube threads, and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.